Event description:
Error message 2012 (instrument host timeout error) occurred between surgeries. The surgeon rebooted and machine restarted. The surgeon started the next surgery but error 2012 occurred again at the time of ccc (continuous circular capsulorrhexis). The surgeon tried to reboot the machine for approximately 30 minutes and after that the machine started operating properly.

Manufacturer narrative:
Account reported there was no patient injury. The system was exchanged. However has not been returned for investigation. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Adverse event was checked in error. Report type has been corrected to product problem. Product problem has been checked as product is a classified as a malfunction. Other was checked in error. The categories for outcomes attributed to adverse event. The categories are not applicable to the event. Clarified sequence of events. Yes selected for device available for evaluation. Foreign was included as (B)(6) is the country of origin report source. The manufacturer report number should have been (B)(4). Additional information was received on (B)(6) 2014. Device manufacture date was added. Under manufacturer narrative, it was reported the unit was replaced. At the time, the unit was replaced with a loaner phacoemulsification unit. The suspected unit was repaired at an (B)(4) lab and sent back to the customer on (B)(6) 2014. During evaluation of the unit, the field service specialist isolated and suspected the instrument manager v2.1 with disk-on-chip circuit board was the cause of the 2012 errors. Tthe instrument manager, v2.1 with disk-on-chip part no. 0100-4861r was replaced and returned to the manufacturer for further evaluations. During functional testing of suspected part, the manufacturer verified the unit received 2012-error message and was not able to communicate with the system test. The manufacturer found the disk on chip lost software. The amo manufacturer updated and reprogrammed the disk on chip to current software version. After the software update and reprograming, part no. 0100-4861r passed the prime/tune stage and burn-in testing. The amo manufacturer was not able to determine/identify the exact cause of the reported failure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Unit received a 2012 error message in between first and second procedure. During the third procedure, the error was received during cataract extraction resulting in a 30 minute delay. The surgeon made a decision to start the fourth case with a backup machine and although procedure had not commenced it was reported a delay of 2 hours to wait for arrival of back up. No patient injury is reported.